Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2023. No patient consequences reported throughout the procedure.